Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the event was confirmed and was determined to have occurred due to a poor video-cable jacket. The cause of the failure was not specified because no further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing due to a defective scope connection point. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus evis exera iii video system center was not properly connecting to the scope and therefore not producing an image. According to the initial reporter, the intended procedure was completed using another device without any patient harm reported.